Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had bilateral deep brain stimulation (dbs) implantation on (B)(6) 2019. The patient stated no improvement in obsessive-compulsive disorder (ocd) symptoms. The patient's dbs was reprogrammed on (B)(6) 2024. They reported that when the battery was turned off, they became anxious and depressed, so the patient was placed back on their original settings. The patient also reported experiencing a warm sensation over battery in 2024 which follow-up with the neurosurgeon noted as mild and recommended observation. The patient is at maximum current and stable as of (B)(6) 2026. They have been referred to neurosurgery to address the question of a battery change due to complaints of feeling shocks. An appointment was scheduled for (B)(6) 2026.